Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose was over 600 mg/dl. Troubleshooting for no delivery was performed. Customer advised during a bolus attempt they receive a no delivery alarm. Customer was advised to change out their entire set, however they were unable to do so at this time. Customer was advised to call back if they need further assistance.